Manufacturer narrative:
Of the 27 allegations of a malfunction, 18 pumps were returned to animas and investigated. Of the investigated pumps, 11 were found to be malfunctioning due to 7 electrically erasable programmable read-only memory failures, 1 moisture in the pump and 1 single component failure.

Event description:
This report summarizes 27 malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service alarm issue. These reports were received from various sources. The patients associated with this allegation ranged from 0-74 years of age and between 49 and 312 pounds. Of the reported patients, 15 were male, 11 were female, and 1 were unknown.

Manufacturer narrative:
Follow up #1 06/15/2016 of the 27 allegations of a malfunction, 18 pumps were returned to animas and investigated. Of the investigated pumps, 11 were found to be malfunctioning due to 7 electrically erasable programmable read-only memory failures, 1 moisture in the pump and 1 single component failure. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes <noe> 27</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service alarm issue. These reports were received from various sources. The patients associated with this allegation ranged from 0-74 years of age and between 49 and 312 pounds. Of the reported patients, 15 were male, 11 were female, and 1 were unknown.

Manufacturer narrative:
Device evaluation: in current quarter, there were 1 instances of call service alarm issue failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the (B)(4) program.